Event description:
During a meniscal repair, the anchor pulled back out through the capsule after the sliding knot was pushed down on the fast fix 360 device. T2 pulled out and t1 remains in the patient still. Device requested on (B)(6) 2012.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).